Event description:
A physician reported a pt who was double skin tested on 2/17/99 and on 3/9/99 with negative results. On 1999, the pt was treated in the nasolabial folds and in the glabella. Nothing unusual was noted at the time of treatment. On 3/26/99, the pt phoned with the complaint of redness at the glabella treatment site. On 3/29/99, the pt was examined by the physician who noted redness, erosion and crusting at the glabella. The physician prescribed oral zithromax and topical bactroban. On 4/2/99, the physician noted ulceration and yellowish granulation at the glabella. Topical silvadene cream was added to previous regimen. On 4/7/99, the pt came in for an alpha hydroxy acid peel, avoiding the glabellar area. On 4/23/99, the pt was noted to have some erythema, without ulceration or crusting. The pt was instructed to apply lustra bleaching cream and sunscreen on the erythematous area. By 5/19/99, the area was less erythematous. The pt was advised to continue the bleaching cream and the sunscreen.